Manufacturer narrative:
Spacelabs has launched an investigation and will file a supplemental report when the investigation is complete.

Event description:
Spacelabs received a report that on (B)(6) 2018, the monitor lost settings and changed to a different language during use. No injury was reported during this event.

Manufacturer narrative:
The compact monitor was received at spacelabs¿ equipment service center for repair where the reported problem was verified. The nvram was replaced. The repaired unit passed all functional tests and was returned to the customer. This report is complete and this particular issue is considered closed.